Event description:
This lead was implanted on (B)(6) 2012 and capped on the same date due to a lead conductor fracture. The procedure took place at (B)(6) in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).